Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient an out of range alert for an indeterminate duration of time on (B)(6) 2015. The distributor did not report any injury or medical intervention.